Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number; therefore, the expiration and manufacture dates are unknown. However, it was reported that the device was not used past its expiry date. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be file.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallflex esophageal fully covered rmv stent was implanted to treat a post radiation stricture in the esophagus during a gastroscopy with stent placement procedure performed on (B)(6) 2019. Reportedly, the patient's anatomy was not tortuous. According to the complainant, the stent was scheduled for a planned stent removal for stricture resolution on (B)(6) 2019. During removal, the stent retrieval suture broke and the stent was found to be difficult to remove. On (B)(6) 2019, a second procedure to remove the stent was performed and the stent was able to be removed from the patient with rat tooth forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.